Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported that the system would intermittently not display a fluoroscopy image, this making the system unusable. There is no report of injury or death associated with the event described in this complaint.